Manufacturer narrative:
Siemens filed the initial MDR 2432235-2020-00462 on 24nov2020. Additional information (28dec2020): the customer contacted the siemens customer care center (ccc) and a siemens customer service engineer (cse) was dispatched to the customer's site and inspected the instrument. The cse cleaned the wash separation manifold and noted dirty tubing in the water and waste fluidics. The cse performed assay calibrations and quality controls (qc) to verify instrument performance. The system was fully operational upon departure. The instrument is performing according to specifications. No further evaluation of this device is required.

Manufacturer narrative:
Siemens is investigating the issue.

Event description:
Imprecise carcinoembryonic antigen results were obtained on an advia centaur xp instrument. The results were not reported to the physician(s). The patient sample was ran on the same instrument four times. It is unknown which result is correct. Customer sent samples to another location. There are no known reports of patient intervention or adverse health consequences due to the imprecise carcinoembryonic antigen results.